Event description:
It was reported that the pt is experiencing pain in the hip joint and is having difficulty walking and going up stairs. Pt states that he will need revision surgery and it is scheduled for (B)(6) 2013.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.